Event description:
Crazy large dark red blistering skin chemical reaction (on non-sensitive skin!) Caused by cotton pad on an adhesive bandage--note this was not caused by the adhesive itself, but by the actual cotton pad located in the center of the bandage. I had placed a fairly large-size bandage across the back of my lower calf/upper ankle for a minor issue on or about (B)(6) 2024 and when removing the bandage because it was getting quite uncomfortable, I uncovered deep red blistering skin in an exact rectangular shape, exactly where the cotton pad had been. Maybe this is a chemical burn? It says the active ingredient is 0.8% benzalkonium chloride. I've had a doctor consultation, prescriptions, and it's getting worse not better. I'll have to visit a dermatologist next. I purchased this from the curad store itself on amazon and have noticed there are several other reviews with the same awful reaction. One of them appears to be a young toddler! This has got to be recalled. Bandage: curad performance series antibacterial bandages "ironman u.s. Series" box detail markings are as follows: gtin (B)(4), exp(17):2026-11-18, lot(10):231103.